Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19304. It was reported the patient had two leads implanted. The patient did not receive effective stimulation in all of the pain area. The leads were explanted and replaced with a surgical lead. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.